Event description:
Vague report of the hosp having occurrences of IV infiltrations that they feel are related to the infusion pumps. No specific info was received. No medical or surgical intervention was reported. Infiltration is a complication of IV therapy. The infusion pumps do not have infiltration detection capabilities. The healthcare professional has the responsibility for frequent inspection of the IV site for signs of infiltration.